Event description:
It was reported the customer experienced low blood glucose. Customer's blood glucose declined to 42 mg/dl. The customer's wife also reported the customer experienced low blood glucose two weeks prior. The customer's blood glucose was 330 mg/dl at the time of the call. Troubleshooting found the customer's drive support cap appeared to be normal. Customer's insulin pump passed a displacement test. The wife stated the customer was not hospitalized for their low blood glucose event. The customer's basal rates have been adjusted. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.